Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch profile meter had read inaccurately high. The pt tests her blood glucose four times a day. She tests before meals and at bedtime. Her normal blood glucose levels are less than "200 mg/dl". The pt takes 45 units of humulin-n insulin and 10 units of humulin-r before breakfast and in the evening time. If her blood glucose is high 2 hours after lunch, she will take a few extra units of sliding-scale humulin-r insulin based on her meter readings. The pt indicated that the alleged meter issue started on the previous month, at midnight. On an unk date/time, the pt obtained a result of "238 mg/dl" which she claimed was abnormally high for her. Based on the meter reading, the pt reportedly took an unk dose of sliding-scale humulin-r insulin. An unk time later, the pt stated that her blood glucose got real low and she allegedly developed symptoms of shakiness. The pt administered self-care by drinking milk, eating a peanut butter & jelly sandwich, and consuming 2 glucose tablets. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.